Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: device manufacture date is unknown as the meter serial number unknown.

Event description:
Caller reported the customer received erratic readings of 89 mg/dl and 321 mg/dl on their adc blood glucose meter within 10 minutes. No test strip lot number or meter serial number could be provided by the caller. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.